Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned ad investigated. A visual inspection was performed on the returned reader and no issues were observed. Customer complained about the returned reader was no longer powering on at all even after charging it. Observed that the reader did not power on but connected with software. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An extended investigation has been performed. A visual inspection of the reader was performed using digital microscope and both liquid contamination and burn marks were observed. The adc cable and adapter were not returned. Liquid contamination was observed throughout the pcba (printed circuit board assembly). Burn marks were observed near the battery connector. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be within specification. The returned reader dis not power on even with the returned battery or a known good battery via usb, button depression and strip insertion. The returned battery was observed to be charging when the reader was connected to a known good reader. The returned battery was not faulty. The returned reader failed to power on not because of that. The reader was powered off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured to be not within specification for returned readers with an stm processor. There was excess current draw within the returned reader due to the results of the off-current test. There was liquid contamination throughout the printed circuit board assembly (pcba). The burn mark was located on the battery connector. A short and/or internal damage to components, leading to the burn mark and excess current drawn were caused due to the liquid contamination. There was a presence of liquid contamination throughout the pcba. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.